Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report extreme low and high blood glucose levels. The blood glucose levels ranged from 46 to 362 mg/dl. The customer reported feeling tired. The customer treated with a bolus from the insulin pump and food. The customer was advised to monitor the device and call back if problems persisted. The product was not returned for analysis.